Event description:
Additional information was received which indicated the shock impedances have risen to 150 ohms and thresholds have increased to 3 volts. The patient was brought in and commanded shocks were performed. The shocks revealed acceptable values, so the physician elected to monitor the patient. The patient is not dependent. At this time, the products remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received which indicated the rv lead and ICD were explanted and replaced. There were no additional adverse patient effects.

Event description:
Additional information was received which indicated the rv lead was explanted and replaced. The ICD remains in service. There were no additional adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited an increase in shock impedances on the right ventricular (rv) lead. The impedances have varied from 119 ohms to 127 ohms. At this time, this ICD and the existing rv lead remain in service. There have been no adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.